Manufacturer narrative:
The root cause that led to this event cannot be determined based on the information reported by the customer. Manual gel testing performed by the customer showed a 1+ reaction for anti-fya. The fe responded to the site and verified that the instrument is performing to specifications. Quality control testing before and after the service call passed. There was no reported harm to any patients. (B)(4).

Event description:
The customer reported the provue resulted 3 crossmatched donor units as compatible that were found incompatible in manual gel. The customer crossmatched six units without antigen typing them first to save time and money. When all six units were compatible, the customer did manual crossmatches and antigen typing on the donor units. They found the 3 units (B)(4) that were incompatible 1+ in manual gel were fya positive. Issue started on: (B)(6) 2013. Frequency: 3x. Sample ID: (B)(6), batch: (B)(4). Error occurred during: igg crossmatch. The patient sample was identified with an anit-fya. The customer used vra185, exp. 9/17/13 for the antibody ID. Panel cells 2,6,8,9 and 10 were 1+ positive. Customer used screening cells vss563 exp. 9/17/13 with cells 1 and 3 reacting 1+. Igg lot#042313001-20, exp 2/28/14 were used. Qc was acceptable. Customer used alba q-chek lot#v137216, exp 9/17/13 for qc material. Donor units (B)(4) were all fya+. The customer used a 15 minute incubation for the manual crossmatch. One segment from the donor unit was used in the sample prep. The customer repeated crossmatch in manual gel and on the provue. The incompatable units were not transfused. When customer reviewed the cards from the crossmatches, they were found to be negative. Cts requested the customer to repeat the crossmatch on the provue using 2 to 3 donor segments for the sample prep. Explained to the customer that there may be some donor variability. The issue may occur with weak antibodies on the provue. Customer requested service. (B)(6) 2013: cts followed up with the customer. Cts instructed to the customer to repeat the crossmatches using 2 to 3 segments spun down. Prior to using the 2 to 3 segments, the customer had repeated testing on provue using one segment and obtaining the same negative result. Cts discussed with the customer possible causes for the xmat test to be interpretate as negative. Suggested that the customer send logs/ images and sample to investigate the issue further.